Event description:
I am beyond frustrated with the issue(s) we continue to have with the mako handpiece handle loosening and falling off onto the sterile field. The handle fell off again on a case this morning with dr. Reid. The handle fell off onto the floor, but the screw was found on the sterile field. There is potential for the screw to fall into a pts. Wound, as well as the risk of contamination from the inside of the handle that was not exposed to steam sterilization. I have requested that this problem be addressed, and to date have not been informed of a solution. My suggestion is to add a sterile screw driver/ wrench to the sterile instrument set-up, so the screw can be tightened intermittently during use. So far stryker/mako have not presented us with an appropriate tool. Currently jri css (sterilization dept.) Tightens the handpiece screw prior to packaging and sterilizing the handpiece, but this has not proven to fix the issue. I have been told that jri is the only or having this issue. I would like to reach out to other facilities and their sterilization departments to compare their preparation procedures for the mako handpiece. Possibly, we are doing something different that causes the screw to loosen.

Manufacturer narrative:
Reported event: it was reported that the mics screw falls off the handle. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: not performed as lot number was not provided. Complaint history review: not performed as lot number was not provided. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA 1452931.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
I am beyond frustrated with the issue(s) we continue to have with the mako handpiece handle loosening and falling off onto the sterile field. The handle fell off again on a case this morning with dr. Reid. The handle fell off onto the floor, but the screw was found on the sterile field. There is potential for the screw to fall into a pts. Wound, as well as the risk of contamination from the inside of the handle that was not exposed to steam sterilization. I have requested that this problem be addressed, and to date have not been informed of a solution. My suggestion is to add a sterile screw driver/ wrench to the sterile instrument set-up, so the screw can be tightened intermittently during use. So far stryker/mako have not presented us with an appropriate tool. Currently (B)(6) (sterilization dept.) Tightens the handpiece screw prior to packaging and sterilizing the handpiece, but this has not proven to fix the issue. I have been told that (B)(6) is the only or having this issue. I would like to reach out to other facilities and their sterilization departments to compare their preparation procedures for the mako handpiece. Possibly, we are doing something different that causes the screw to loosen.